Event description:
The customer reported to olympus, the evis exera lll colonovideoscope tested positive for an unexpected contamination. The issue was found during a routine culture of the scope. The hygiene microbiological investigation report from the customer indicated the channels of the scope were cultured on different dates. The scope was quarantined the entire time. More than 80 colony forming units of pseudomonas aeruginosa, more than 80 cfus of micrococcus luteus and more than 80 cfus of staphylococcus species were identified. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
The customer provided details of their cleaning, disinfection, and sterilization process. The customer automated endoscopic reprocessor (aer) was not tested. The endoscope was vertically hanged and stored. The maintenance/repair was performed by olympus. The endoscope was sterilized. The device was returned. The physical device evaluation has not yet been completed; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Please also see updates to b3, h3, and h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being submitted for information received regarding hygiene microbiological investigation (hmi) results. Prior to the device evaluation, the olympus scope was sent to an independent laboratory for culture testing. The device tested positive for three (3) colony forming units per endoscope of gram positive bacteria. Overall, the results are in conformance with the requirements. The investigation is ongoing. A supplemental will be submitted on completion of investigation or if any additional information is available.

Manufacturer narrative:
This report is being submitted to report the device evaluation findings. The returned device was evaluated. Foreign material was attached on light guide lens. The insulation of the distal end cover was less than the threshold value. Light guide rod lens was cracked. The bending cover braids (mesh) were deteriorated. The scope cover and suction cylinder had a scratch. The investigation is ongoing. A supplemental will be submitted on completion of investigation or if any additional information is available.